Manufacturer narrative:
Batch review performed on 09 july 2020: lot 131644: (B)(4) items manufactured and released on 02-aug-2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Clinical evaluation performed by medical affairs manager: stem revision performed 6 years after primary cementless total hip arthroplasty. In the radiographic image provided, radiolucent lines are visible in gruen zone 1 and 2 and the stem looks undersized. The reason of this choice cannot be assessed on the basis of anteroposterior postoperative radiographic projection. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation performed by r&d project manager preliminary visual investigation shows head with signs of extraction as well for femoral neck. Stem show residual spots of ha. It is not possible to determine an implant related failure root cause.

Event description:
6 years and 4 months after primary the surgeon revised the patient hip for stem loosening. Stem and head revised successfully.